Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), high out of range shock impedance measurements were exhibited following a failed induction. The device was ultimately explanted and is intended to be returned for analysis. No adverse patient effects were reported.